Manufacturer narrative:
The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5521-b-200, tri ts baseplate size 2, lot code: jgknd. Cat. No.: 5565-s-010, tri press-fit stem 10mm x 100mm, lot code: m8a43h. Cat. No.: 5541-a-301, triathlon femoral distal augment 10mm - size 3 left, lot code: xavf. Cat. No.: 5541-a-301, triathlon femoral distal augment 10mm - size 3 left, lot code: xdpw. Cat. No.: 5541-a-302, triathlon femoral distal augment 10mm - size 3 right, lot code: gfas. Cat. No.: 5544-a-300, tri post augment sz3 10mm, lot code: dxmy. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown poly insert. Other devices listed in this report: cat # unknown, lot # unknown, description: unknown femoral component; cat # unknown, lot # unknown, description: unknown cemented stem; cat # unknown, lot # unknown, description: unknown tibial augment; cat # unknown, lot # unknown, description: unknown posterior augments. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that revision 2014 was due to infection of patient's left knee. Surgeon implanted antibiotic spacer.

Event description:
It was reported that revision 2014 was due to infection of patient's left knee. Surgeon implanted antibiotic spacer.